Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. There was no patient involvement, as customer had not yet begun use of pump for insulin therapy at the time of the issue. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.